Event description:
Customer reported that he got to fill tubing and was prompted to rewind pump. Through troubleshooting customer was able to fill tubing successfully. Customer also reported receiving a no delivery alarm several times and got a little bit of insulin. The customer did everything and attempted again, but he kept getting no delivery alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.